Event description:
During meniscal repair, the suture broke at the first knot. It was stated that the surgeon did not pull heavily to advance the knot, he used a smooth technique. Surgery was successfully completed, and it was reported that no patient injury or procedural complications resulted.